Manufacturer narrative:
The two additional mitraclip xtr devices referenced are filed under separate medwatch report numbers. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incident reported from this lot. The reported device damaged by another device was due to procedural conditions/user technique. Additionally, the reported difficult or delayed positioning appear to be due to procedural condition. All available information was investigated, the reported device damaged by another device was due to procedural conditions/user technique. Additionally, the reported difficult or delayed positioning appear to be due to procedural condition. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report caused damaged. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted barlow's valve disease. On (B)(6) 2020, two clips ((B)(4)) were successfully deployed, reducing mr to 1. Then on (B)(6) 2020, the patient returned for a follow-up with shortness of breath and underwent a second mitraclip to further reduce mr. The mr had increased to 3-4. An additional clip ((B)(4)) was attempted to be placed medial, but grasping was not successful and the clip inadvertently interacted with one of the previously implanted clips ((B)(4)). The clip ((B)(4)) became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), resulting in tissue damage. There was also movement of the other clip ((B)(4)). The additional clip ((B)(4)) was placed lateral instead, and the clip was deployed to also treat the slda. However, there was still movement of the other clip ((B)(4)). Three clips are implanted, reducing mr to 3. A decision was made to send the patient to surgery to further reduce mr. On (B)(6) 2020, the patient underwent surgery. The next day, the slda moved clip ((B)(4)) became fully detached and the clip was found in the right atrium. The patient was successfully treated through mitral valve replacement. The patient is stable. There was no clinically significant delay in the procedure. No additional information was provided.